Event description:
It was reported that a malfunction alarm occurred and that a cartridge alarm occurred during insulin delivery. The customer reverted to an alternate method of insulin therapy. Customer¿s blood glucose (bg) value was 198 to 559 mg/dl. A correction bolus was delivered to address bg.